Manufacturer narrative:
H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/ microscopic inspection: the sdw was returned within the dispenser hoop and was found to be bent. The introducer sheath was not returned. The stent was not returned. Functional test: the stent was deployed and not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information the device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. The device sdw was returned and noted to be kinked, the stent was not returned as it had been prematurely deployed within the patient. It is probable that the tortuous nature of the patients anatomy caused difficulties in advancing and premature stent deployment. An assignable cause of procedural factors will be assigned to the reported and analyzed stent deployed prematurely during use and the analyzed sdw kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that a stent assisted aneurismal coil embolization was performed in the middle cerebral artery-m1 segment. The patient is reported to have had severely tortuous vascular anatomy. The subject stent delivery wire was advanced to the stent distal radio opaque marker. When it was 2mm proximal to the micro catheter marker distal tip, the tip of the subject stent deployed prematurely during withdrawal and repositioning of the micro catheter to remove slack. The subject stent was unable to be withdrawn. The physician decided to deploy the subject stent. Since the proximal portion of the subject stent was unable to cover the aneurysm neck, the physician deployed another stent to cover the neck of aneurysm. In the physician¿s opinion, the anatomy and/or location of intended area of treatment may have contributed to the reported event because the vasculature was very tortuous, and the tension was not completely released during microcatheter withdrawal. The procedure was completed successfully with no clinical consequences reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer, as device is implanted in patient.

Event description:
It was reported that a stent assisted aneurismal coil embolization was performed in the middle cerebral artery-m1 segment. The patient is reported to have had severely tortuous vascular anatomy. The subject stent delivery wire was advanced to the stent distal radio opaque marker. When it was 2mm proximal to the micro catheter marker distal tip, the tip of the subject stent deployed prematurely during withdrawal and repositioning of the micro catheter to remove slack. The subject stent was unable to be withdrawn. The physician decided to deploy the subject stent. Since the proximal portion of the subject stent was unable to cover the aneurysm neck, the physician deployed another stent to cover the neck of aneurysm. In the physicians opinion, the anatomy and/or location of intended area of treatment may have contributed to the reported event because the vasculature was very tortuous, and the tension was not completely released during microcatheter withdrawal. The procedure was completed successfully with no clinical consequences reported to the patient due to this event.